Event description:
Philips received a complaint by the customer on the v60 indicating that the device alarmed and was not starting up after it was powered on. There was no patient involvement at the time the issue was discovered. The customer called technical support to report that the device alarmed and was not starting up after it was powered on. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse ultimately replaced the central processing unit (cpu) and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.